Manufacturer narrative:
A philips service engineer (se) noted that the device was evaluated, and no issues were discovered. The fse noted that the customer was contacted, and informed that the shutdown may have occurred due to the outdated battery that was used that was not sent with the device when it was returned to the bench. A performance verification test was performed, and the system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had shut down, and then restarted. The device was in clinical use when the issue occurred. There was no patient or user harm reported. During troubleshooting, the customer verified that there were error codes 1101 and 3007 in the device history log. The customer also stated the device powered on by itself while it was in the biomedical engineer¿s shop. Bench repair was requested.